Event description:
As part of a retrospective review conducted at hill-rom. There were six events occurred between 01/2001 and 02/2002 concerning unintentional movement of the advance bed. No injuries were reported on any of the events.